Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video cable had buckled; video connector was cracked; the curved rubber adhesive part was missing; the bending angle was insufficient due to the elongation of the angle wire. In addition, the curved rubber; the right/left lever, the right/left plate; the light guide cover glass surface; the operation part; the switch box; the grip; the angle lever; the up/down plate; the universal cord; the video cable; the video connector; the light guide connector; and the video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the adhesive part of the bending section was damaged on the endoeye flex deflectable videoscope. Inspection and testing of the returned device found the adhesive part of the objective lens had come off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.